Event description:
It was reported that the yellow protective sheath would not come off the 3.5x20mm nc trek balloon; however, with the use of slight force was able to be removed. It was commented that removal of the stylet and protective sheath is difficult resulting in making the balloon unusable or harder to deliver. The device was not used on the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.